Manufacturer narrative:
This MDR is being filed retrospectively. Removal action for affected lots was implemented at the time and successfully closed. Recall report to be filed retrospectively under 21 cfr 806.

Event description:
(B)(6) found, when they connect this probe to fv503 monitor, the panel shows around 3-4 mmhg instead of 0 mmhg. They tried on different monitor and probe to make sure the problem should be on the probe.